Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a lite glove. The customer reported the lite glove tore down the middle seam during a surgical procedure, and the pt was placed on antibiotics. This also increased the time of the pt's surgery and the amount of anesthesia that was used.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.